Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer opened and inspected and mini drawer 1.11 was found to be failed. The back release lever was opened, and the first section of three in the third row was opened. The lever in the back was then closed, and the three mini drawers 1.9, 1.10, and 1.11 were closed and the customer was then asked to call for a witness to recover the failed drawer 1.11. The drawer recovery was completed successfully and inventoried the pocket again as a test to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini tray 1.11 had multiple failures over the past couple of months. Bd had previously come to repair it. The tray failed again and was jammed, preventing recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.